Event description:
The customer reported an uncontained diluted blood fluid leak of approximately sixty (60) ml from the needle assembly area of the coulter lh 750 hematology analyzer. No flags were generated by the instrument. There was no report of injuries, erroneous results, direct physical contact with the leak, or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves, glasses, and laboratory coat when the leak was observed. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.

Manufacturer narrative:
The fse confirmed the leak from the needle and replaced the needle; after which, the instrument ran without leaks. The repairs were verified per established procedures. (B)(4).